Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had failed. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer indicated that they relocated the medications to various cubies and drawers; however, the issue continued to occur. There were no adverse events or injuries reported based on this event.